Manufacturer narrative:
Data review of the pcr curves for run # 2812 shows a late CT and low amplification near the assay cutoff. No abnormalities are observed which are normally indicative of an erroneous result. This low level of amplification observed could indicate a sample with a low viral load near the limit of detection (lod) of the assay. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received a potential false positive result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on 2021 run # 2812 produced a sars-cov-2 positive, influenza a negative, influenza b negative result when analyzed on the cobas® liat® system. The patient¿s same sample was repeat tested and analyzed on a different cobas® liat® system (s/n not provided) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. Patient sample was collected using nasopharyngeal swab in bd universal transport media. The customer confirmed there was no allegation of harm to the patient. The negative result was reported out to the patient and/or personnel treating the patient.